Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) /2012, due to low vaulting. The icl was exchanged for a longer lens which resolved the problem.

Manufacturer narrative:
Weight - unk. (B)(4).